Event description:
Pt complains of loose tooth s/p cardioversion-upon initial cardioversion attempt an audible crack was heard but no one present was able to identify the source. Upon completion of procedure it was noted the bite block was broken into pieces and cracked almost in half. Five (5) cardioversion attempts performed with paddles by cardiologist. Happened during tee/ cardioversion.